Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported on (B)(6) 2020 that a peritoneal dialysis (pd) patient observed that there was smoke coming from the (B)(6) 2g liberty modem (serial # (B)(4)). The pd registered nurse (pdrn) indicated that the modem started smoking after the patient spilled an unspecified liquid on it. A replacement modem was issued and the reported modem was scheduled to be picked up and returned to the manufacturer for physical evaluation. Upon follow up with the patient, it was clarified that the fluid leak was after treatment was completed and it was from the cassettes lines which were inadvertently left unclamped. The patient heard popping sounds from the modem and observed the smoke. The modem was immediately unplugged. When reconnected to an outlet at a later time it was not working. There was no physical damage to the modem or surrounding environment. The replacement modem was received, and the reported modem was scheduled for pick up to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: plant investigation: the device was not returned to the manufacturer for physical evaluation. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.